Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported having high blood glucose (bg) levels. The patient indicated that on (B)(6) 2012, she was transported to a hospital. Upon arriving to the hospital, the patient claimed that she had a bg level of "460 mg/dl" and a symptom of vomiting. At the time of contact with anm, the patient was reportedly still in the hospital and on an insulin drip. She was also being treated with IV fluids, aspirin, and "zofran" for vomiting. Prior to going to the hospital, the patient's bg level was at "220 mg/dl" and she had changed her site, set, and cartridge at an unspecified time. She denied having any issues with the site, set, or cartridge when the changes were made. The patient alleged that there was a problem with the pump and she lost confidence in the device. The patient denied having issues with skin integrity. She also denied having changes in health, activity level, weight, and diet. The patient confirmed that the pump's basal settings were correct. The patient also mentioned that her health care provider (hcp) set the pump's advanced features and to her knowledge, the settings were correct. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized and treated for hyperglycemia. However, at this time, it is unknown if the pump, use-error, and/or diabetes management factors contributed to the patient's injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed power on reset at 11:39 pm on (B)(6) 2012 with the time and date resetting to the factory default setting. The time was then manually reset to 12:04 am on (B)(6) 2012. Daily insulin delivery totals correctly reflected the user's programmed basal rates. On examination, the keypad was noted to be peeling. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow button was unresponsive. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The pump was opened for investigation and revealed the internal battery component was leaking.